Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. No endoleak was reported. On unknown date, type ii endoleak was observed. The physician decided to monitor it. On (B)(6) 2023, reintervention was performed due to an enlargement of the aneurysm (diameter: 70 mm). Two lumbar arteries were embolized. A landing length of the right leg was shortened and was approximately 16 mm with the enlargement of the aneurysm, the physician planned to implant additional stent graft to extent to the right external iliac artery. At first, a coil embolization of right internal iliac artery was performed. On (B)(6) 2023, reintervention was performed to implant an additional stent graft to extent to the right external iliac artery as planned. No endoleak was observed. The patient tolerated the procedure. The physician stated that the shortened landing length was due to the aneurysm enlargement due to the type ii endoleaks. He thought that no migration etc. Were happen.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.